Manufacturer narrative:
Additional information: h6(update codes) and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a black screen. This occurred during programming/setup. When the pump advanced to the care area screen, the screen went black and the pump appeared to be off. When the power button was pressed, there was no response from the pump. The pump was unplugged and then plugged back in, and the same thing happened again. There was no patient involvement. No additional information is available.